Manufacturer narrative:
Corrected fields: d9 (date returned). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, the root cause could not be determined as the reportable malfunction was not reproduced even after long term testing. In addition, the following non-reportable malfunctions were found during the device evaluation: the light guide fiber bundle at the distal end was damaged, the cover glass was cracked, and there was a cut in the cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoeye high-definition ii, autoclavable video telescope has ¿occasional occurrence of green image¿. The image issue was found during an unspecified event. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
A review of the device history records showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.